Event description:
#16 foley cath placed at 0730 in 2001. Twelve days later, order was written to discontinue foley. Foley could not be removed. Urology consulted, could not deflate balloon. Pt had cath removed surgically two days later.